Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2015 for further investigation. During the investigation the fse was informed that the customer had bead stuck inside of the bf probe. The probe was cleaned and a new tip was placed. The fse checked the alignments for wash probe and no errors were found. Fse ran daily checks and customer ran quality control. All results were within established range. For error 2012 the fse found diluent pump is freezing. The fse replaced the diluent pump and ran daily checks without any errors. Customer ran quality control and started receiving clotting errors. Fse cleaned the nozzle and checked and adjusted clot detect settings. Customer than reran quality control without any errors. The instrument is functioning as intended and was released. The most probable cause for this event is due to a bead inside the wash nozzle and a faulty diluent pump. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On the (B)(6) 2015 the customer reported error 3021 leak sensor s701 detected on their aia-360. The customer indicated that there is no fluid o the counter or in the overflow tubing. Customer called back on (B)(6) 2015 stating that they are also receiving error 2012 air detected [diluent] on their aia-360. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.